Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was reported as severely tortuous anatomy, moderate aortic neck angulation and mild calcification. The physician was flowering the device and inadvertently pulled the stent graft down into the aneurysm. The physician elected to place an aortic cuff, and during the placement, the aortic cuff was placed to high covering the renal artery about 80 percent, (MDR # 2953200-2008-00058). The physician elected to place another aortic cuff to bridge the first aortic cuff with the bifurcated stent graft. The physician implanted a bare metal stent in the renal artery. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval results: incorrect technique/procedure (grafts were inaccurately delivered by the user) eval conclusion: device failure related to user handling.